Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin discolouration ("spots on skin"), fungal skin infection ("skin fungus"), abdominal distension ("bloated"), arthritis ("arthritis"), joint effusion ("fluid build up in my knees"), arthralgia ("hip pain"), myalgia ("sore muscles") and alopecia ("hair loss") and was found to have weight increased ("she have nevere weighted this much"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain, weight increased, skin discolouration, fungal skin infection, abdominal distension, arthritis, joint effusion, arthralgia and myalgia outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, alopecia, arthralgia, arthritis, fungal skin infection, joint effusion, myalgia, pelvic pain, skin discolouration and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: skin discoloration and fungal skin infection, arthritis, joint effusion, arthralgia, myalgia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: case became serious incident. Medical device removal was marked as an intervention to event pelvic pain. New event hair loss was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.